Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the mid-section of the stent was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09 nov 2020. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 x 12mm synergy drug eluting stent was advanced but failed to cross. The procedure was completed with another of the same device. There were no patient complications reported and patient status was stable. However, returned device analysis revealed stent damage.